Event description:
Health care professional reported a tear in the tubing and fluid leaked onto pump of pac-xtra device. Pt developed peritonitis and was treated with vancomycin for 10 days and ceftazadime x 1 dose. As of 11/18/1998, health care professional reported peritonitis was resolved.